Manufacturer narrative:
Received one plp2020 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the coagulation button is stuck in the downward position creating continuous contact with the circuit board. Performed a functional inspection using the system 5000 ((B)(6)), the coagulation continuously activates without pressing the button. A likely cause of this issue is due to tissue or fluid ingress into the button site affecting button depression. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing was being used during a spine procedure on (B)(6) 2023 date when it was reported ¿the coagulation button was stuck, and they were unable to fix it. No patient injury occurred.¿. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer, that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing was being used during a spine procedure on (B)(6) 2023 date when it was reported ¿the coagulation button was stuck, and they were unable to fix it. No patient injury occurred.¿. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.